Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an infection in the area of the ins and the lead. The issue began in (B)(6) of 2016 about 11 days after implant. The patient's body had been rejecting the stitches. The patient was given topical antibiotics. The surgeon had to go in three times to take the stitches out and clean out the area. It was noted that the top one by the neck/lead was cleaned out. The surgeon had to pull everything out and pass some gauze through there. The infection by the lead was harder to clear and the patient had to go back to the surgeon a few times. It was noted that the patient recovered from the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.